Event description:
The customer received blood glucose readings of 297 and 294mg/dl on two different occasions on the contour meter, re-tested on a different meter and the readings were 109 and 144mg/dl, respectively. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and meter were sent to the customer.